Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up low r-wave, high threshold and a slight decrease in impedance were observed. The physician decided to schedule a new follow-up. The lead remains implanted.